Event description:
Litigation alleges severe pain, discomfort, inflammation, difficulty ambulating, limited range of motion, and metal debris or metallosis.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2398136 and 2481710 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/26/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal debris. There is no new additional information that would affect the existing investigation. The complaint was updated on: 03/11/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Update oct 16, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, patient was revised to address metal-on-metal reaction. Operative findings reported a copius amount of fluid and metal debris coating the inner lining. This complaint was updated on oct 27, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation and elevated metal ions. Added stem due to alleged elevated metal ions. Added lawyer and law firm.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.